Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing of premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains implanted. No adverse patient effects were reported. Additional information was received indicating t-wave oversensing, double and triple counting contributed to the detection of two untreated episodes. Ts discussed doing aggressive isometrics and device manipulation to test if the s-ICD was moving in these cases. The s-ICD system remains in service. No adverse patient effects were reported.